Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem corrections to remove the following statement in the initial MDR as it was clarified that the inaccuracies occurred on (B)(6) 2024, "although inaccuracies were noticed on (B)(6) 2024, it was alleged that inaccuracies started on (B)(6) 2024.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient started "feeling bad" but dismissed it because the cgm readings were in the 100s and he thought it was because he was playing too much sports. On the morning of (B)(6) 2024, the patient's grandmother was going to drop the patient off at school but the patient started throwing up. The grandmother took the patient to the emergency room. At the ER, the nurses checked a bg and it was 363 mg/dl while the cgm was displaying 131 mg/dl. The patient went into diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) that evening. The patient was treated with insulin, IV drip, potassium and other unspecified medications. The patient was in the ICU until (B)(6) 2024. Although inaccuracies were noticed on (B)(6) 2024, it was alleged that inaccuracies started on (B)(6) 2024. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the alleged start date of inaccuracies on (B)(6) 2024. The reported glucose values fall within the c zone of the parkes error grid for event date 08/27/2024. No additional patient or event information is available.